Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has been resolved. At the initial call, customer had stated that he was going to contact his doctor to make an appointment for an a1c test; customer stated that he had made the appointment and had gone to see the doctor as stated he would do. Customer stated he is satisfied with the true metrix meter and that "it was his fault his blood sugar was actually high." The doctor had prescribed another medication for the customer to take twice a day. No further details were provided.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 380, 326, 252 and 288 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated this is the third true metrix meter that he has obtained high blood glucose test results while using; additional internal report reference numbers (B)(4). Customer stated that he was going to contact his doctor to make an appointment for an a1c test to determine if anything has changed. During the call, a blood test was performed by the customer pm fasting and produced test result of 384 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened five days prior to the call. The meter memory was reviewed for previous test result history: 380 mg/dl date: (B)(6) 2022 time: 5:16 am fasting 326 mg/dl date: (B)(6) 2022 time: 5:23 am fasting 252 mg/dl date: (B)(6) 2022 time: 4:39 am fasting 288 mg/dl date: (B)(6) 2022 time: 4:56 am fasting

Manufacturer narrative:
Sections with additional information as of 22-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.